Event description:
Pt's family member contacted the co's warehouse dispatcher in 2003, to inquire regarding the serial number of their family member's oxygen concentrator. In the course of the conversation, it was revealed the pt had died 2 days prior in a fire at their home. The insurer for the house has taken possession of the oxygen concentrator. The family member stated the insurance company's inspector would be checking the concentrator for equipment malfunction.